Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into a patient post-coronary artery bypass graft (CABG) without issue. Once auto-filling began, the console generated a leak in iab circuit message. There was no blood seen in the iab. All points of connection were checked, but nothing abnormal was found. The console was switched out, but the issue remained. The iab was then replaced to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was observed inside the iab catheter. The male luer and a portion of the extracorporeal tubing was cut from the iab and not returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: non-healthcare professional - sales executive. Health professional? Updated to "no". Event site email address updated. Additional email address: (B)(6). Complaint record ID (B)(4).